Event description:
Terumo received the following reported information: the pressure in the tr band did not hold and deflated. Approximately thirty (30) minutes after inflation, the tr-band noted to be losing air. There was not any noticeable damage to the device. They had to hold pressure for hemostasis. The procedure performed was radial left heart cath (lhc). The patient was stable. The estimated blood loss was less than 250cc. The device was not manipulated before use in any way - pre-use or during storage. The product was stored prior to use, on a shelf in storage room.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D4: lot #: requested, not provided. D4: expiration date: unknown, as the involved lot # was not provided. D4: UDI: unknown, as the involved lot # was not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ccl manager. H4: device manufacture date: unknown, as the involved lot # was not provided. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.